Event description:
A pt reported that their meter had been giving the error 5 message since the day before they called about the issue. They had not been able to test their blood glucose since then. They were shaky and sweaty. They had something to eat and drink to bring their blood glucose up. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given. No further information has been reported.